Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was around friday afternoon the patient noticed that their device ins completely moved from where it was supposed to be. When the patient was laying on their side the device bulged out sideways and it felt like the wires had already went across their spine. Pt said the ins was flipped, moved and buckled up. Patient mentioned that they had not laid on their back in years because of their back pain. Patient was planning on having the device removed anyway when they had back surgery soon because the stimulator was making their pain 10 times worse. When agent asked for event date of everything they said friday and their pain had tenfold and was getting worse. Pt did not want ins to interfere with their back surgery and getting ins removed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024. Explanted: product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-jun-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 18-jun-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.